Event description:
A report was received that a pt expired while connected to an achieva pso2 ventilator. Device serial number is unk. Info was received that this event is under criminal investigation and possible civil litigation.

Manufacturer narrative:
When more info becomes available, a follow up medwatch will be submitted.